Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) iipdtul, (internal connection universal placement driver tip - long) for evaluation. Visual evaluation of the as returned device identified the driver with signs of use. The driver is attached to the implant and it was impossible to disengage/release them from each other, during a physical / functional test. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1273380. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273380 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used, excessive torque applied. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that it is impossible to separate the two items. Procedure concluded with no impact on the patient's health. Type of bone unknown.